Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer noticed qc results for elecsys vitamin d assay and hcg were declining and then they received questionable high vitamin d results for multiple patient samples. The initial results were all >175 and on the repeat results on another cobas 8000 e 602 module were much lower. The unit of measure was requested but was not provided. Data was provided for 12 patient samples. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The reagent lot number was 23900700. The expiration date was requested but was not provided. The measuring cells of the analyzer were replaced which resolved the issue. The measuring cells had not been replaced in over 2 years, which was beyond the lifetime of the cells. The customer had no further issues after the cells were replaced.